Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was not opening appropriately. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to open appropriately. A field service engineer resolved intermittent closing issue with the smart remote manager by identifying a loose hasp, removing it along with the 3m adhesive foam, installing a new hasp, and successfully validating functionality through application and inventory testing. The system functioned as intended after the field service engineer repaired the device.